Event description:
It was reported, during a citation primary tha, dr. (B)(6) used first a 10mm flexible bixcut reamer followed by an 11mm flex reamer to try to open up the canal wider prior to femur broaching. Upon trying to pull out the 11mm flexible reamer, the reamer's fixed head broke off from the shaft of the flex reamer (at the junction where the blade ends/ reamer shaft begins). The flexible reamer head was then stuck approximately 130mm deep in the pt's femoral canal distal to the isthmus. Dr. Was not being aggressive with the reamer or misusing it. Dr. Attempted to retrieve the broken head from the canal through a variety of means but was unable to do so. Dr. Had to perform an osteotomy wedge to remove the broken...

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.